Event description:
Boston scientific received information that impedances could not be verified or capture established on this atrial lead. The lead was confirmed to be dislodged. This patient had their products implanted outside of the united states. It was reported that the patient had elected to follow with another physician. No adverse patient effects were reported.

Manufacturer narrative:
Event clarification has been requested. This atrial lead was explanted and a new lead was successfully implanted. The serial number of this explanted lead was not provided after several requests. Should additional information be provided this event will be updated.